Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a midline laparotomy on (B)(6) 2011 and suture was used on abdominal fascia tissue. The patient developed a superficial wound infection of about 3 cm in length on (B)(6) 2011. The wound was opened on the skin level at a length of 3 cm. The wound was lavaged with flavanoid. On (B)(6) 2011, the patient's wound was closed without any clinically relevant signs of inflammation or wound infection.